Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. It was reported that heartmate 3 lvas, serial number (B)(6), would not be explanted for evaluation. The relevant sections of the device history records (dhrs) for (B)(6) were reviewed, along with dhrs from the manufacturing execution system (mes), and showed no deviations of the left ventricular assist device from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1 ¿introduction¿ of this document lists stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during implantation, the patient had experienced severe hemorrhagic bleeding. The patient passed away due to cerebral bleeding on (B)(6) 2024. It stated that the outcome was not device or therapy related. An autopsy was not performed. The pump was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was stated that the device performed as intended.